Manufacturer narrative:
The biomedical engineer reports that the screen on the bedside monitor is black, however, the unit is still functioning. Device was returned and evaluated. The inverter board was replaced to fix the issue. All functions were tested, prior to shipment. The device was returned to the customer.

Event description:
The biomedical engineer reports that the screen on the bedside monitor is black, however, the unit is still functioning.